Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface, sbc, image processor and display adapter pcbs were evaluated and reseated. The ps1 power supply was also adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.